Manufacturer narrative:
This report is being sent to correct h1.

Event description:
It was reported that this right ventricular (rv) lead has exhibited elevated, out-of-range shock impedance measurements (greater than 125 ohms). The patient was hospitalized pending 1.1 joule and 41 j commanded shock testing. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has exhibited elevated, out-of-range shock impedance measurements (greater than 125 ohms). The patient was hospitalized pending 1.1 joule and 41 j commanded shock testing. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.